Event description:
It was reported that during an coronary stent procedure for in stent restenosis, the pt graphix guidewire fractured. The lesion was located in the circumflex artery. The physician attempted to wire the previously stented circumflex artery and the pt graphix 300 guidewire folded over itself. After stenting the area, the physician attempted to withdraw the wire and it became caught on the distal end of the cypher stent. The guidewire tip broke off and was stuck on the stent. The remaining wire portion was removed from the body. The patient went to surgery for removal of the wire tip. Patient condition is unknown at this time. The procedure was not completed due to this event. Additional information regarding this event has been requested.

Manufacturer narrative:
The wire has not been received for anlaysis as of the date of this report.